Event description:
The customer reported that after completion of the tumor ablation procedure during tract ablation when removing the needle, the surgeon recognized a slight burn injury on the surface of the patient's skin. The pt is currently under follow-up. The degree of burn and type of treatment was not reported. The surgeon did not notice any damage to the needle insulation. The customer reported that a metal guiding needle was being used.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.